Event description:
It was reported that during closure of an open c-section, the skin adhesive was applied after the subcutaneous tissue was closed, the c-section incision was then noted to not be holding together with wound edge separation and oozing through the dressing, the skin glue did not maintain incision closure as intended. A dressing change was performed and a pressure dressing were applied. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The complainant reported 'it was reported that during closure of an open c-section, the skin adhesive was applied after the subcutaneous tissue was closed, the c-section incision was then noted to not be holding together with wound edge separation and oozing through the dressing, the skin glue did not maintain incision closure as intended. A dressing change was performed and a pressure dressing were applied. No patient complications have been reported as a result of this event.' Not lot number was provided so a detailed investigation could not be conducted however viscosity and set time are tested as part of batch release. Although medical intervention was not stated, it is a defect that usually requires medical intervention so this event is being reported.